Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. However, noisy motor noted during testing due to faulty motor. The missing end cap sticker noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a grinding noise during rewind. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.